Event description:
This report was received through a skilled nursing facility survey conducted by the (B)(6). Reported 10% or more false positive sars results for between 1-5 residents. The patients' symptomatic status and the number of false positive instances are unknown. The skilled nursing facility communicated that results were confirmed negative by molecular (pcr testing). Multiple attempts were made to contact the facility for more information. The facility was unresponsive.

Manufacturer narrative:
Investigation conclusion; a review of complaint history did not identify any adverse trends. Root cause; insufficient information. Source; email.